Event description:
Caller reported a malfunction on the pump, with no notable events occurring prior to the issue. There was no adverse impact to the customer¿s blood glucose level. The customer reset the malfunction code with assistance from technical support, and was advised to continue using the pump while monitoring for any recurrence of the issue.